Manufacturer narrative:
(B)(4). Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system had been programmed to vvi mode. The caller stated they were thinking about upgrading this system. The caller programmed the device to ddd mode and noted atrial pacing and ventricular pacing. However, there is only one lead listed for this patient and it is uncertain as to whether or not the atrial port was used. Atrial impedance was noted to be 100 ohms and no p-waves were being sensed. The caller stated they will leave the device programmed to vvi configuration. No adverse patient effects were reported.